Event description:
Related manufacturer reference number: 2017865-2022-40264, related manufacturer reference number: 2017865-2022-40265, related manufacturer reference number: 2017865-2022-40268. It was reported that the patient had deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
The lead was returned for patient death. As received, a partial lead (only connector portion) was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Manufacturer narrative:
Correction: d6b, missing explant date should have been (B)(6),2022.